Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and verified that the customer experienced a c arm movement failure along with a remote alert indicating the c arc was not calibrated. The philips field service engineer (fse) inspected the system onsite and found that the c arm position was out of calibration the fse performed recalibration and confirmed the system passed functional testing. After recalibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.